Event description:
A power-on-reset (por) condition was reported. The patient was unable to adjust stimulation and the patient programmer displayed a "call your doctor" icon. A manufacturer patient services representative reviewed clearing the por with the patient, which resolved the issue.

Manufacturer narrative:
Lead model 3778-60 lot# unknown implanted (B)(6) 2008 explanted unk; lead model 3778-60 lot# unknown implanted (B)(6) 2008 explanted unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).